Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of the customer called to report the passing of the customer. The call was disconnected after the caller was transferred. The insulin pump information was not verified at the time of the phone call. The insulin pump information used on this medwatch report is the last know device to have been issued to the customer.

Manufacturer narrative:
Additional information has been updated which was not included with the original medwatch report. The new information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
It was reported that the customer passed away. The caller, who was the spouse, stated that the customer suffered a silent heart attack, and only had approximately 30 percent heart function. The customer went for a triple bypass; however, her veins were not compliant. The customer was hospitalized on (B)(6) 215 but was transferred to another hospital on (B)(6) 2015, where she passed away on (B)(6) 2015. The cause of death was heart failure. The caller did not know the customer's blood glucose at the time of her passing. The customer was not wearing the insulin pump at the time of death; the insulin pump had been disconnected since (B)(6) 2015. The doctor removed the insulin pump so the hospital staff could treat the customer's blood glucose. The customer was not using sensors. The caller did not have the insulin pump because it had been given away. Hence, the insulin pump information could not be verified. However, the caller agreed to retrieve the device and return it for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No data was available on the insulin pump due to the insulin pump being received without a battery in the battery tube. No data analysis could be performed.

Manufacturer narrative:
This additional information is provided after new information became available. Our original medwatch report was submitted with missing details.